Event description:
The suspect device read hi and the user went to the hospital. Pt doesn't remember their glucose result from the hospital. Pt said he was treated with insulin and an IV. Controls were not used. The device was replaced and requested to be returned for evaluation.